Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight and bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? What was the size of the broken needle fragment? Were the needle piece(s) retrieved during the same procedure? Does the piece/device remain retained in the patient's tissue? If the piece(s) were retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the needle tip broke with first bite. Searched for the needle tip in the surgery site. An anatomical structure had to be opened to find the needle tip, there was a delay of 3 minutes. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7, d4, g1. Additional information was requested, and the following was obtained: please provide the patient's weight and bmi at the time of index procedure. Regular. Name of index surgical procedure? Oesophagectomy. The diagnosis and indication for the index surgical procedure? Oesophagus ca. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Hybrid. First laparoscopic, then open, then laparoscopic again. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? Not information what tissue was being sutured when the event occurred? No information. Was additional dissection required in other organs/tissues other than the target tissue? No information. What instruments were used to grasp the needle? Needle grasper. Where was the needle grasped during use? Initial at the arming zone, after passthrough at the tipp were x-rays performed to localize the needle fragment? No. What was the size of the broken needle fragment? 10mm. Were the needle piece(s) retrieved during the same procedure? Yes. Does the piece/device remain retained in the patient's tissue? No if the piece(s) were retained, where are they located/in what structure? No information if retained, were there any patient consequences? No. If retained, are there plans for removal of any remaining fragments? Not needed as tipp was found. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Please describe any medical/surgical intervention required for this suture event including dates and results. Not needed. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No information. What symptoms did the patient experience following the index surgical procedure? Onset date? No information. Other relevant patient history/concomitant medications? Not known. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No information. What is the patient's current status? Recovered. Lot number? Rlbdbhq0. If applicable, will product be returned? If so, please provide the return date and tracking information. Yes.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device history lot: a manufacturing record evaluation was performed for the finished device v988h; rlbdbhq0 number, and no non-conformances were identified.